Manufacturer narrative:
Correction made to d4: lot #: 20k011 (previously reported as unknown). Correction made to d4: unique identifier (UDI) #: (B)(4) (previously reported as unknown). H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor only administered after 8 and a half hours when the expected duration was 24 hours. The issue was identified during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was discarded and the lot number is unknown. Therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.